Manufacturer narrative:
The investigation for access site bleeding/hematoma has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 added health effect - impact code 4624 f6/f8-should have been left blank in the initial report. H6 component code corrected to 925.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Abiomed received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured bleeding (hematoma) with a "possible" relationship to the impella device used: a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. ¿(B)(6): CT: impella cardiac device is in place with a large right axillary hematoma extending inferiorly from the access site. (B)(6): hematoma to right chest wall is soft with no overlying skin changes and no active bleeding from skin tunnel (B)(6) 2020: right chest hematoma stable with no need for surgical intervention (B)(6) 2020: CT: decrease in size of the right chest wall hematoma. (B)(6) 2001: CT scan concerning for hematoma (B)(6): left axillary pocket hematoma evacuation, washout subxiphoid pericardial drainage¿. The patient recovered with no sequelae."